Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly, the customer went to the emergency room with a blood glucose (bg) level over 400 and ketones. Ketone levels were identified as life threatening by health care provider. The customer was treated with intravenous fluids of saline and manual insulin injections. Customer was released on (B)(6) 2026 with issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.